Event description:
It was reported the ultrasound gastrovideoscope had foreign material come out of the air/water channel. The device was brushed according to the manual, and water was flushed through. The next morning the device was dried, and a stain came out. It was cleaned again, then dried but a stain came out again and was determined to be tissue from the biopsy. This malfunction occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
B5: no additional information received from customer. D8: additional information, d9: additional information, h2: additional information, device evaluation, h3: additional information, h4: additional information, h6: additional information. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: there was foreign material in the control unit and in the air/water nozzle. A root cause could not be identified. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.